Event description:
Medwatch # mw5159320 received 01 october 2024. Patient was having ongoing chest pain at level 6 on (B)(6) 2024 and at - 16:00 the patient underwent cardiac cath which showed 3 vessel disease. A decision was made to transfer the patient to another facility to perform cardiac surgery. Prior to transport, at around 16:46, a 50 cc intra aortic balloon pump catheter was inserted and 1:1 augmentation was utilized after position was confirmed with fluoroscopy. At approx 17:33, the iabp (intra aortic balloon pump) was alarming for gas leak, and blood was seen in the iabp helium line and the iabp was turned off. The iabp and sheath were removed and pressure held on the site. Patient was transferred for cardiac surgery. Patient did not sustain any complication or injury. The patient underwent cardiac surgery on (B)(6) 2024 with no complications. Patient discharged home on (B)(6) 2024. "(B)(4) unique identifying number."

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.